Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00430.

Event description:
It was reported a 90 degree screw driver came loose in a rib case. The screwdriver was being used to drive screws and the head seemed to come loose and start to turn and make it very difficult to use. Backup 90 degree screwdrivers were used to complete the surgery. There was no harm in the case and no delay. The case went well. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 90 degree contra angle screwdriver, part# 24-1189, lot# 008100 and lot# 191750, were visually evaluated. Both drivers showed signs of use with some minor discoloration. The drivers were functionally tested by driving a locking screw into a block of white oak wood, using a contra angle traumaone cross-drive blade. Both drivers were able to insert the screw into the block of white oak as intended, with minimal sticking during rotation of the knob. Device history records were reviewed and no discrepancies were found. There are no indications of manufacturing defects. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00430-2.